Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: two (2) actual samples were received for evaluation containing drug fluid in the bladder. Visual inspection was performed which revealed a white crystallized drug near the fill port. According to the drug label affixed on the returned samples, the samples were filled with drug fluorouracil. Fluorouracil has a tendency to turn into white crystal when exposed in open air for certain amount of time. A droplet from the liquid drug of the filling syringe may have likely dropped near the fill port during the filling step. Crystallized drug is not particulate matter. Functional testing was performed by filling the device with green colored water. During fill, no signs of leak was observed. The samples were being monitored until the next day and no signs of leak were observed. The reported condition was not verified as particulate matter. The devices were found to be conforming product during functional testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there are two (2) large volume infusors had crystallization on the outside where the tubing is leaving the bottle. The event occurred during dispensing. The set was filled with 4200mg/230ml fluoruracil in dextrose 5 water. There was no patient involvement. No additional information is available.